Manufacturer narrative:
Device evaluation: the returned primary console, pediatric flow probe, and motor were received for evaluation. Visual inspection of the outside surfaces did not reveal anything unusual. The returned primary console, flow probe and motor were functionally tested together using a test loop and the system operated as intended for an extended period of time with no failure occurring. The motor cable was manipulated during this testing in an attempt to reproduce the reported event; however, no fault occurred. The primary console alarmed as designed when the flow probe connector was loosened and the flow probe cable was manipulated. The alarms cleared when the flow probe connector was re-secured. The cause of the reported event could not be conclusively determined as the returned primary console, pediatric flow probe and motor always operated as intended during the investigation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The primary console is not a single use device. Approximate age of the device is 8 years and 11 months (calculated from the manufacture date of the primary console). The devices are expected to be returned for analysis. They have not yet been received. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with veno-arterial extracorporeal membrane oxygenation (va-ECMO) for an unspecified period of time. On (B)(6) 2016, the patient was transported from the intensive care unit to the operating room for a planned discontinuation of ECMO support and removal of the drainage and return cannulae. The primary console operated on battery power during patient transport; however, after being connected to ac power, the primary console display reportedly was no longer illuminated and pump stoppage occurred. The cannulae were immediately clamped by the hospital transport staff. The primary console was power cycled and the pump resumed function as expected. The estimated duration without support was less than 60 seconds. The patient was symptomatic with hypotension for less than 30 seconds, but did not experience any adverse sequelae. ECMO support was discontinued as planned without any additional pump stoppages. No additional information was provided.